Event description:
It is reported that the pt has had pain since her total hip replacement in (B)(6) 2010. Recently the pain has become much worse as well as her leg has been swelling under the incision.

Manufacturer narrative:
Eval summary: neither x-rays nor surgical notes have been provided to assess component fit, compatibility, and position per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Zimmer, inc. Considers the investigation closed.